Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the coil implant was being used to treat a patient for an aneurysm in the middle cerebral artery (mca). Reportedly, the coil stretched during placement and was removed from the patient using a guide wire combined with a microcatheter. Other brand of coils were used to complete the surgery. Reportedly, the complication increased procedure time by 3-4 hours. After the surgery, the patient was in a shallow coma, in a very poor state, and the scores were very low and was transferred to the ICU for treatment. Regular medication (unspecified) was given. At present, the patient was discharged from the hospital in extremely poor status and is being follow-up. The patient has a history of hypertension and hyperlipidemia.